Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change module screws were tightened and the check valve assembly and seals were replaced. No patient information available at time of MDR filing.

Event description:
The hospital reported that, during a case, higher than expected co2 readings were noted. There was no reported patient injury.